Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the rear therapy electrodes. Patient reported that the skin was red and itchy, but not open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydro-cortisone-ointment (dermatop) by a physician. Follow up indicated that the rash has resolved.